Event description:
It was reported that during an unk procedure, after firing, the blade could not return. The blade could not pull back fully. Not all staple clips closed fully when fired. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.